Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the esophageal artery using ruby coils and a microcatheter. During the procedure, while advancing the microcatheter and the first ruby coil in the vasculature, the physician experienced resistance. The physician then noticed that the ruby coil was unintentionally detached within the microcatheter, before the devices had reached the target location. Therefore, the microcatheter containing the ruby coil was removed from the patient. A vascular clamp was then used to remove the ruby coil from the microcatheter outside of the patient. Next, the same microcatheter was re-introduced and positioned in the target location. While advancing a second ruby coil of a different size through the microcatheter, resistance was experienced at the middle distal length. The physician attempted to continue advancing the ruby coil and reposition the microcatheter; however, the ruby coil would not advance further. The physician then retracted the ruby coil and microcatheter together from the patient. After removal, the ruby coil was removed from the microcatheter intact. The procedure was completed using two additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.